Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test, rewind and self test. Pump passed off no power test. No unexpected missing segment or partial display anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes the screen goes back. The insulin pump had diminished battery life and had to rewind more than once per reservoir change, slower rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.